Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were constantly getting shocked and had to turn their therapy off. Patient said the issue started about 2 weeks ago. Patient turned therapy off 2-3 days ago and they were still being shocked by the implant. Patient said they have already reported this issue with their healthcare provider (hcp). Patient said that their hcp told them to reach manufacturer. The patient was redirected to their healthcare provider to further address the issue. Agent emailed local manufacturing representative (rep).